Manufacturer narrative:
The surgeon has chosen not to remove this broken screw. Since this screw remains implanted, it was not available for evaluation. No further patient information could be gathered from the surgeon. Device is still implanted in the patient.

Event description:
Patient had a 4 level posterior spinal fusion from c3 to c7. During a follow up visit it was discovered that one 3.5mm screw had broken at c3. The surgeon has no plans to revise.